Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's lead was explanted during a revision procedure. It was noted that the lead looked like there were some contacts that have pulled off.

Manufacturer narrative:
Additional information was received that the patient could not turn on the ipg. It was noted that the bsn sales representative could not confirm anything. It was not believed that the lead contacts were pulled off during the explant procedure.

Event description:
A report was received that the patient's lead was explanted during a revision procedure. It was noted that the lead looked like there were some contacts that have pulled off.

Manufacturer narrative:
Additional information was received that the physician assessed that the contacts were not pulled off during the explant procedure. Sc-8216-70, s/n (B)(4): the returned paddle lead was cut into pieces. One electrode pad was missing, and several remaining electrodes were dislodged from the paddle. The device characteristics appeared to be changed during the explant procedure. Hence, the source of the complaint about impedance anomaly could not be determined.

Event description:
A report was received that the patient's lead was explanted during a revision procedure. It was noted that the lead looked like there were some contacts that have pulled off.